Manufacturer narrative:
Customer was not concerned with the discrepancies and was satisfied to retest samples in question on another panther fusion instrument or other platforms. It was later discovered that several lots of pcr tube trays were leaking and leading to questionable results and instrument contamination, including some lots the customer was using at the time. Hologic sent customer replacement tube trays to resolve the issue. Customer reported no further issues. Hologic and FDA met on (B)(6)2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua2(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported a trend in positive sars-cov-2 pcr samples run on panther fusion instrument sn (B)(4) and using assay lot 286491 which did not repeat on non-hologic platforms (alinity, diasorin). The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.